Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease and the patient's related comorbidities. There is patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
A report was received from the clinical database that the patient was urgently admitted undergoing surgical intervention for his cardiothoracic diagnosis of abdominal abscess. The patient was taken to the operating room (or) on (B)(6) 2017 for debridement of abdominal wound. He returned to the operating room (or) on (B)(6) 2017 secondary to bleeding of the wound site, and was transferred to the cardiothoracic surgical intensive care unit in critical but stable condition on the ventilator and inotropic support. The patient continued to do well in the immediate postoperative period. He was weaned from the ventilator and sedation, found to be neurologically intact, and was extubated. At this point, hemodynamics remained stable and therefore was weaned off from inotropic support. The patient was subsequently transferred to the step-down unit for the remainder of his hospital course. Monitoring lines and surgical tubes/drains were discontinued without complication. Rhythm at the time of discharge was atrial fibrillation. Activity and diet were advanced as tolerated and all surgical incisions were healing well. The event was reported to have resolved on (B)(6) 2017. The primary investigator reported that the event was possibly related to patient condition and unrelated to device or implant procedure. No further information has been provided.

Manufacturer narrative:
Additional information received indicated that the primary investigator deemed the bleeding of the wound site as related to patient condition and unrelated to device or implant procedure. After further review of additional information received sections have been updated accordingly. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated that the patient was urgently admitted on 13-jun-2017. The investigator reported that the abdominal abscess was possibly related to patient condition and implant procedure and unrelated to study device.